Manufacturer narrative:
Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity. The subject device was returned to omsc for evaluation. Omsc will evaluate the device. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus medical systems corp(omsc)informed that the endoscopic image disappeared during a therapeutic laparoscopic colectomy procedure with the subject device, which was performed around from (B)(6) 2016. The procedure was completed with the use of another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to aizu olympus for evaluation. When aizu olympus performed a reproducing test, the reported phenomenon was not reproduced. As a result of disassembling the video connector of the subject device, a sign of liquid intrusion was confirmed but no other irregularity was found. As stated above, the reported phenomenon was likely caused by a temporary electrical short-circuit due to wet condition on the circuit board within the video connection. The exact cause of the liquid intrusion on the video connector is unknown. It cannot be ruled out as a cause contributed to the event that it was caused by reprocessing of the subject device with a sterilization cap attached. The reprocessing manual of the subject device already warns; before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate into the endoscope, and it can be damaged.